Event description:
A customer contacted global technical services(gts) regarding assistance with a system error 2240 alarm during dwell 3 of 4 on the homechoice machine (hc). The home patient also stated he did not disconnect any solution bag or himself. The home patient stated no leaks were found. The technical service representative(tsr) assisted the home patient(hp) to review the alarm log to confirm the system error 2240. The tsr assisted the hp to clear the alarm. The hp elected to complete therapy with manual supplies. During follow up, the hp stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp stated he did not have any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided. There was patient involvement. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. The lot number was not provided; therefore a batch review cannot be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm. The cause cannot be determined based on the information in the complaint; the disposable was not returned for evaluation. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).